Manufacturer narrative:
Evaluation of the returned pod8 revealed that the embolization coil was detached from the pusher assembly and was partially inside the introducer sheath and had offset coil winds. Further evaluation revealed that the pull wire was within the pusher assembly ddt. If the pod8 is forcefully retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and allow the embolization coil to detach. This damage was likely incidental to the reported complaint; however, due to the returned damage, the device could not be functionally tested. The root cause of the resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the physician encountered continuous resistance while advancing a pod coil through the lantern. Therefore, the pod coil was removed. The procedure was completed using three new pod coils and the same lantern. There was no report of an adverse effect to the patient.